Event description:
It was reported that bd perfusion¿ syringe w/needle leaked at the stopper. Foreign complaints the following information was provided by initial reporter, translated from german to english: ¿ syringe plunger does not hold tight, drugs run between the rubber lip ¿.

Manufacturer narrative:
Investigation summary: no sample or picture has been received for investigation. Ten retained samples of 50pf lot 1805279 are evaluated. Upon visual inspection of these samples no damage or molding defect can be observed in any of them that could cause defect. The stopper is correctly assembled in all of them. DHR of lot 1812205 has been reviewed not finding any annotation or deviation regarding the alleged defect. Tightness test is performed to every syringe in assembly station during manufacturing process. In case any fails, it is automatically rejected to scrap. Leak test is performed with ten retained samples according to procedure pc-039 and iso 7886-1 annex d. All of them meet iso 7886-1 annex d. They disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection: molding: 2 injections per shift. Printing: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection printing: once in the pallet#1, once in pallet#11, and once in last pallet of the lot. Assembly: once in the pallet#1, once in pallet#11, and once in last pallet of the lot. Primary packaging: once in the pallet#1, once in pallet#11, and once in last pallet of the lot. This issue is not related to a manufacturing defect. Since no incidence has been found in DHR review, and retained sample evaluated meets iso7886 annex d, a definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd perfusion¿ syringe w/needle leaked at the stopper. Foreign complaints the following information was provided by initial reporter, translated from (B)(6) to english: ¿ - syringe plunger does not hold tight, drugs run between the rubber lip¿.